Event description:
The user facility reported that expired rapicide pa high-level disinfectant was utilized to reprocess scopes. No report of injury.

Manufacturer narrative:
Scopes that were reprocessed with the expired rapicide pa high-level disinfectant were subsequently utilized in patient procedures. Steris is not aware of any adverse clinical event associated with this incident and is filing this MDR because the devices processed cannot be guaranteed disinfected unless devices are processed in accordance with steris's instructions for use. The rapicide pa high-level disinfectant instructions for use states, "expiration date applies to properly preserved unused product. Do not use after expiration date. This product may be used for twenty-one (21) days after the containers are opened. Do not use after that time has expired." User facility personnel received in-service training of the proper use and operation for the rapicide pa high-level disinfectant and advantage plus endoscope reprocessing system. No additional issues have been reported.